Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm micl13.2 implantable collamer lens, -10.0 diopter, in the patient's left eye (os) on (B)(6) 2017. The reporter indicated the patient has been bothered by persistent glare and halos two months after the surgery. The patient has tried glasses and miotics but with no improvement. The lens remains implanted and the patient will be monitored for 6 months.

Manufacturer narrative:
Corrected data: the event is corrected to "product problem" from "adverse event". Type of reportable event: it is corrected to "malfunction" from "serious injury". Claim#: (B)(4).